Event description:
It was found during a generator replacement due to battery depletion that the lead was found in pieces. Both generator and leads were replaced. An attempt was made for device return, but it was stated that the devices were discarded. The generator was returned, but no lead was returned to date. No additional relevant information has been received to date.